Event description:
A cartridge alarm was reported by the caller, associated with a tandem mobi device. Although the customer's blood glucose level was notably high at 423 mg/dl, corrective actions were undertaken, including a correction injection via multiple daily injections (mdi). There was no adverse impact on the customer's blood glucose level, and no third-party assistance was required. The issue, occurring on (B)(6) 2025, was resolved by changing the cartridge, allowing the customer to resume insulin therapy successfully on (B)(6) 2025. The customer requested a replacement cartridge due to the early change, and replacements were arranged to be sent by technical support.